Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter email: (B)(6).

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the non-trotuous and moderately calcified superficial femoral artery. A 5x200mm, 150cm ranger drug-coated balloon was advanced for dilation. However, during the first inflation, the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.